Manufacturer narrative:
The investigation found that an in-house guidewire encountered resistance when advancing through the returned headway microcatheter hub during functional testing, which is consistent with the alleged product issue. The braid of the microcatheter lumen was found exposed, which would have resulted in the resistance encountered. A blue fibrous material was found to be caught on the exposed braid, which is consistent with the coating of the guidewire used during the procedure. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the exposed lumen braid, but this condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated.

Event description:
As reported: "there were multiple issues advancing the wire." Patient is ok and discharged. When the device was received and investigated, it was found that the lumen braid was exposed at the hub joint.